Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical evaluation while using the ilet. This situation can result in metabolic instability requiring clinical assessment and is consistent with the reported emergency room visit. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed multiple high glucose alerts on the reported event date, along with periods of paused insulin delivery and incomplete cartridge load events; no motor errors or abnormal insulin delivery were observed. A bent cannula was alleged but could not be confirmed due to lack of follow-up information. Based on available information, the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 07-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia requiring an emergency room visit. The user was evaluated in the emergency department and discharged; treatment details were not provided. The outcome after discharge is unknown.